Event description:
It was reported the patient fell about 2.5 weeks prior to report. The patient fell and landed on the implantable neurostimulator (ins) site. After the fall the patient had increased pain at the pocket site. 0/1 electrode showed less than 50 ohms. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that there was low impedance on only one electrode pair. All other electrode pairs had normal impedance. It was reported that reprogramming was done on (B)(6) 2012 and the electrode pair with less than 50k ohms impedance changed. The reporter stated that the patient was trialed with the device off and the pain persisted. It was noted that the health care provider was treating buttock pain symptomatically at present with a follow-up scheduled in (B)(6) 2013. There was no patient hospitalization. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3093-28, lot# v824348, implanted: (B)(6) 2012, product type: lead. (B)(4).